Event description:
The user facility reported that their reliance 333 washer was leaking water. The size and/or amount of water involved in the leak are unknown; the user facility cleaned up the water prior to the technician¿s arrival. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site the unit and found water leaking from the silicone connector located between the water pump and washer chamber. The technician replaced the leaking silicone connector, hose clamps and gaskets. A test cycle was run, the unit was confirmed operational and returned to service.